Event description:
It was reported that following a perigee mesh implantation the patient presented with vaginal mesh exposure with vaginal discharge and bleeding. Vaginal estrogen was administered to treat the vaginal discharge and bleeding and the physician excised the exposed mesh. The patient outcome was reported as "to date patient has had no further problems." No additional patient complications have been reported in relation to this event.